Event description:
Per the clinic, the device was explanted on (B)(6), 2012, due to chronic infection. There are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).